Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed, intermittent image displayed. The image problem was isolated to a defective charged coupled device unit. The investigation is ongoing; therefore, the cause of the customer reported problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the instrument coordinator at the user facility that the customer high-definition autoclavable camera head has a ¿poor image, no picture¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Updated: g2, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the cause of the faulty ccd (charge-coupled device) could not be identified. Olympus will continue to monitor field performance for this device.